Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the pull off occurred during use on the patient? Or did it occurred before use on the patient (handling/dispensing from package)? The needle pulled off on his 3rd or 4th pass, but it was a double armed suture so dr. (B)(6) just continued with the opposite side. Could you please provide the lot number? No lot number available event date? I can¿t remember the date that it happened. Maybe october. I was made away that it was a problem last week and that it should have been a complaint. Dr. Johnson and I thought that it was just the way that he liked to clamp down of the needle, so we just went back to the needle he used to use.

Event description:
It was reported that a patient underwent a CABG on an unknown date in maybe (B)(6) 2020 and suture was used. The suture pulled off of the needle. There were no patient consequences. Additional information was requested.